Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported via manufacturer representative that the total thyroidectomy procedure was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during a total thyroidectomy procedure the device showed red x on channel one and two in the electrode check and the device was noisy. The green and red status showed intermittently on the device. The hcp tried to reposition the emg tube and the electrodes were unplugged and re-plugged into the system, but that did not resolve the issue. Ground and stim. Return locations were checked and confirmed to be good. A different monitoring device was attempted to be used, but resolution was not achieved. The manufacturer representative thought the emg tube may have been too small. There was no delay in the procedure and there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.